Event description:
The customer is running the cobas amplicor hiv-1 monitor test, vl.5 using the ultrasensitive sample preparation method using the qiagen 9604 to automate sample preparation. A total of 96 samples and controls are processed at one time and amplification and detection is performed on four separate cobas amplicor analyzers (24 samples/controls per analyzer with 12 samples/controls per a-ring). The customer runs one control per a-ring. The run of 96 samples is considered valid if one negative control, one low positive and one high positive control, one low postive and one high positive control are all valid. The customer reported that in one run of 96, 8 samples had invalid qs (quantitation standard) and that titer results for these samples were not reported. However, in the same run one of the controls had an invalid qs. The hiv-1 titer results for the other 80 samples processed in this run were reported out.